Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum, caused severe pain, popping and clicking noises, and elevated cobalt and chromium levels. "Update (B)(6) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Papers allege patient suffers from excessive levels of chromium and cobalt in his blood. Papers also allege device failed to achieve proper bone ingrowth and proper fixation." Update: (B)(6) 2014- sales rep reported revision surgery. Patient was revised to address pain and synovial irritation. Corrosion was found on the stem neck/trunnion area. The stem, stem sleeve and asr sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.